Event description:
Customer alleged smelled burning smell after the chair was elevated. No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model tdxsr-cg, serial number/date code (B)(4) is approximately 2 years 9 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that he replaced the actuator motor on the chair due to an alleged burning smell by the consumer. The consumer then alleges that after she elevates there is still a smell, like hot metal. The dealer is to fax over a reorder for the part. The consumer has been using this device for approximately 3 years. No injury alleged.